Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the door did not open at the station. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system sc.pcs2, power door number 1 failed to open, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, as the door could not be accessed without keys. The pharmacy staff retrieved the necessary medications from the compartment and delivered them to the floor as required. There were no adverse events or injuries reported based on this event.